Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the screen went blank. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and also blood glucose level was 367 mg/dl. The customer was treated with manual injection. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. Pump trace download analysis confirmed the pump alarmed low battery alert due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.